Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency with a device that was in bvvi mode. The patient was asymptomatic. A device download was performed successfully. Device remains implanted.